Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The secondary tubing set was connected to a primary tubing set and was being used for piggyback delivery of an unspecified volume of magnesium sulfate 1 gram/50ml in 5% dextrose for duration via a symbiq pump. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary tubing set and solution container. The pump was reprogrammed to delivery at an unspecified rate, and the therapy was resumed using the same tubing sets. There were no reported adverse patient effect. No medical interventions were required. Though requested, no additional information was provided.